Event description:
It was reported that patient underwent initial right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of bone resorption around the femur and acetabulum. During the procedure, it was reported that the taper adaptor was cold welded to the stem and would not disengage. The stem was removed and replaced with a competitor stem. The modular head was removed and replaced with a competitor product along with a biomet active articulation bearing. The acetabular cup remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." "It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-02451 / 02453).